Event description:
It was reported that the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, post-paced t wave oversensing was observed on the device. No intervention was performed; reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.